Event description:
A low reading issue was reported with the adc device. A customer reported receiving low readings and was "soaked in wet" and experienced a loss of consciousness. The customer was taken to the hospital where they received unspecified IV treatment for hypoglycemia. There was no report of death or permanent injury associated with this event. Sensor readings of 70 mg/dl and 112 mg/dl were taken in comparison to readings of 180 mg/dl and 300 mg/dl obtained on another adc meter, and these results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.